Event description:
It was reported that leakage occurred from the pressure rated ext set, IV connector onto the patient's sheets during a morphine infusion. The following information was provided by the initial reporter: "the customer performed infusion(morphine) with using syringe pump(rate=2ml/h). Family of the patient noticed that leakage as sheets on the bed was wet and it was reported to the nurse. And disconnection of the tube was found. This event occurred on both 2nd mar and 5th mar. No health hazard to patient was reported."

Manufacturer narrative:
One mz5307 sample was received for investigation of complaints inf-int-2020-000556 and inf-int-2020-000811; no packaging was received with the sample, however the customer indicates the affected lot number to be 19046077. Further information provided by the customer indicates that the leakage occurred after approximately one hour of infusion. A visual inspection of the sample identified a separation at the lower tubing to tubing adaptor joint (appendix 2); a closer inspection of the separated tubing identified the presence of residual solvent (appendix 3). The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process, which resulted in a weakened tubing joint. The presence of solvent suggests that an external force may have contributed to the reported tubing separation. A review of the production records for lot 19046077 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5307 set in the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the pressure rated ext set, IV connector onto the patient's sheets during a morphine infusion. The following information was provided by the initial reporter: "the customer performed infusion(morphine) with using syringe pump(rate=2ml/h). Family of the patient noticed that leakage as sheets on the bed was wet and it was reported to the nurse. And disconnection of the tube was found. This event occurred on both (B)(6) and (B)(6). No health hazard to patient was reported."